Event description:
Device issue: shaft separation. Time of device issue: during stenting procedure. Adverse event: none. It was reported that during advancement of the 3.5 x 28 rx xience v sds into the y-connector, the shaft kinked using "minimal resistance". The shaft was also found to be "cracked and had discontinuity." There were no reported adverse pt effects. No add'l info was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for eval. It has not yet been received.